Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 17-year-old male patient suffering from heart transplant rejection was presented for impella 5.5 placement. During support, it was documented that the patient experienced bleeding from their access site after ambulating. The dressing was changed and it was discovered that a hematoma had formed at the site causing swelling. The patient was taken to the operating room where the pocket was explored for any active bleeding and the hematoma was evacuate. Support with the pump continued following the intervention.